Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted the single use loading unit displayed full complement of staples. No visual abnormalities were observed. Functionally; the sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during radical gastrectomy for gastric cancer, the device was unable to close on the tissue while resection of the stomach. The two halves were unable to joined and locked into place as usual at the hinge pin and thewhite flag interlock was already engaged. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.